Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device was received not deployed. The download data shows that the device ran for 0 pulses and generated a "tick time is out of spec" hazard alarm. No damages or defects were found that would cause the hazard alarm. The alarm caused the pod to not be able to start priming resulting in the needle mechanism not deploying. The exact cause of the alarm could not be conclusively determined.